Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error code 1008 (autozeroing of machine and proximal pressure transducers failed). There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The manufacturer¿s international service technician confirmed the reported autozeroing issue. The manufacturer¿s international service technician reported that after reconnecting motor controller board and data acquisition board, the whole machine works normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.